Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that about 8 month post initial tka, this male patient was revised due to complications, including but not limited to severe pain, infections and bone loss. Upon information and belief, plaintiff's complications were due to premature polyethylene wear.

Manufacturer narrative:
H3. The revision reported may have been the result of infection, possibly leading to pain and bone loss. The underlying cause of the alleged failures cannot be determined because insufficient information was provided, the revised components were not returned for evaluation, and no images, radiographs, or operative notes were provided.